Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a gauze sponge. The customer stated that the product deteriorates when it is contact with bodily fluid. The nurse manager stated that when the dressing was changed, it had deteriorated, and fell apart into the wound. Medical intervention was required, the wound was irrigated to ensure that there was no dressing left in wound.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forward.